Event description:
Boston scientific crm received information that during a device changeout procedure, this pacemaker exhibited a stuck setscrew. Technical services provided troubleshooting recommendations and the setscrew was successfully loosened. No adverse patient effects were reported. Information was later received that this device was explanted for normal battery depletion.

Manufacturer narrative:
This device was explanted and returned. Pending the completion of lab analysis, this section will be updated appropriately. Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. The device was confirmed to be pacing and sensing appropriately. Both capture washers in the ventricle were distended, this results from the setscrew being backed out to far and without the correct or a working wrench.